Manufacturer narrative:
It was reported that the 12-leads ECG was not working. There was reportedly no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty printer. Upon conclusion of the evaluation, it was determined that this was a malfunction of the printer. The printer was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported that the 12-leads ECG was not working. There was reportedly no patient involvement.